Event description:
Customer reports the canister exploded, spewing liquid in nurse's face. In addition, the filter hose did not function properly and fluid entered the suction regulator.

Manufacturer narrative:
No sample was provided by the customer; therefore, an eval of the complaint device for deficiency of construction could not be performed. Based on a lid mold date of 1-06 (january 2006) reported by the customer, the unit that was involved in the hospital incident was manufactured in or near january 2006 and exhibited the inital two-component float shut-off mechanism design. An improvement that has already occurred is the '25 durometer/large diameter' design initiated in july 2006. This newest design had demonstrated improved shut-off capabilities, especially with regard to the tandem or 'non-vertical' canister customer usage applications. We will continue to monitor for other similar complaints and utilize the info as part of continuous improvement.